Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose with food. The customer stated she over bolus, blood glucose was ranging between 180-190 mg/dl for four hours. However, when she awoke her blood glucose was 280 mg/dl, the customer treated with the pump. There was no indication that the insulin pump over delivered insulin. The insulin pump will not be returned for analysis.